Event description:
A malfunction was reported where the pump displayed a malf 16 error code, but no notable events occurred prior to the issue, and there was no adverse impact to the customer's blood glucose level. The customer was unable to reset the malfunction code, and although the pump was out of warranty, a replacement was arranged by technical support. The customer planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery. Technical support confirmed the shipping address, provided instructions for putting the pump into storage mode, and instructed the customer to return the problematic pump using a pre-paid label within 10 days.